Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that a blood administration set leaked. The leak was identified at the ¿level [of the] luer lock¿ during priming. The pharmacist that was priming the set lost some of the blood that was to be infused. There was no patient involvement. Additional information was requested and is not available.